Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high out of range pacing impedance measurements. The measurements were varying intermittently between high and low impedance. Another lead was implanted instead. No further adverse patient effects were reported.